Manufacturer narrative:
No patient information provided as no patient was involved during this event. No parts have been received by the manufacturer for evaluation. On (B)(6) 2016, a medtronic representative went to the site to test the equipment. Two 20-amp mobile view station (mvs) power fuses were replaced, which resolved the reported imaging system failure.

Event description:
A medtronic representative reported that the imaging system's mobile view station (mvs) would not power up. The power switch was spinning 360 degrees in the housing. There was no patient present when this issue was identified.